Manufacturer narrative:
(B)(4). The lot was manufactured march 19, 2015 ¿ march 20, 2015. The device was received for evaluation with approximately 225 ml of fluid remaining in the bladder. Visual inspection noted no evidence of flow at the distal luer when the luer cap was removed. Microscopic inspection of the flow restrictor revealed micro air bubbles blocking the fluid path inside the lumen of the glass capillary. The reported condition was verified. The cause of the air bubbles could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor did not flow during infusion. The device was filled with 46.5 ml fluorouracil diluted in saline and had a total fill volume of 255 ml. The reporter stated that flow was verified before connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.